Event description:
The customer reported that she was hospitalized with a high blood glucose of 800 mg/dl. The customer experienced stomach and leg pain, weakness and stress. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting as it was taking too long. The customer hung up after being told how much longer the troubleshooting would take. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.